Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3587a, lot# lc4496, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. This patient also had a drug delivery system implanted for complex reg pain syndrome type I. It was reported that since the device was implanted they had not gotten enough coverage. It was not covering the right side of the body. It was reported that this started with their first implant on (B)(6) 2004. It was reported that the patient had soreness, redness, and pain. This was reported to be issues with the implantable neurostimulator (ins) and lead. It was determined that the patient had a staph infection. This had occurred in 2004 or 2005. The patient had oral antibiotics and a central line of IV antibiotics for 6 weeks. The system was taken out and the patient recovered from the infection. It was reported that a new system was implanted in 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.